Event description:
Company representative reported ¿infection¿ and ¿low risk mastectomy reconstruction surgery for hereditary breast and ovarian cancer syndrome" for unknown side. The device remains implanted.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset).